Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display. (B)(4).

Event description:
It was reported that insulin pump had moisture in the screen. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. Customer went for swimming. Customer stated that fluid under the lcd. The insulin pump will be returned for analysis.